Event description:
Spontaneous report. Nurse assembled infusion as always but medication not coming out of syringe, maybe thought pump issue. But seem pump was working, syringe manual push did not work. Tried to figure where it was and then f500 removed and able to push manually but couldn't complete infusion (basically did not infuse any). Nurse manually primed it and medication wouldn't come out. Had pump for a while. Sundays infuses 8gm and wednesday 6gm infuses. Nurse reports that needs 1 make up dose hizentra 20% -8gm dose. We will obtain one time rx for make up dose. Will replace pump, called md office to ask for make up rx, notifying that pt may/will miss sunday infusion as she was already late and couldn't infuse on monday [(B)(6) 2023] due to issue with medication not coming out from the syringe.1) did the reported product fault occur while in use with the patient? Yes. 2) did the product issue cause or contribute to patient or clinical injury? If yes was any medical intervention provided? Yes-make up dose needed. 3) is the actual device available for investigation? Yes, pt will be returning pump. Reported to (B)(6) by: health professional.